Event description:
It was reported by service report that the zoom would move in an unintended direction when the handles were depressed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Zoom; pcb box.